Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via (B)(4) that the hub of the drain cracked. A 12f apd flexima drainage catheter was implanted in the patient's right chest. However, 5 days after the procedure, the nurse observed that the patient's bed was wet and was coming from the catheter. The drain was pulled from the patient's body where it was noted that the drain was cracked at the white hub. The drain was replaced with another of the same device. No patient complications reported and the patient's condition was stable.

Event description:
It was reported via facility medwatch (B)(4) that the hub of the drain cracked. A 12f apd flexima drainage catheter was implanted in the patient's right chest. However, 5 days after the procedure, the nurse observed that the patient's bed was wet and was coming from the catheter. The drain was pulled from the patient's body where it was noted that the drain was cracked at the white hub. The drain was replaced with another of the same device. No patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device avail. For eval., returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the device was returned for evaluation. Visual inspection of the device observed the hub was detached and the flare of the device was formed. The device also had a cut at 7.5cm from the proximal section. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).